Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2022. Medical product: unknown. Therapy date: unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient is having pain while using the unit. The patient states she was in pain while using the device. The pain started the next day after she was fitted with the unit. The patient states she tried to get up and go to the bathroom and could not get her feet off the floor. The patient rated the pain as a 9 on a scale of 1 to 10, with 10 being the highest. She has not increased her daily activities and did not speak to her doctor about the pain. The patient is taking 10.325 hydrocodone for the pain. The patient states she had stopped wearing the unit and the pain went away. The patient was advised to conduct a time test, treat 1 hour per day for the first 3 days. If she does not experience any pain she should increase treatment time by hour each day after that. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported that the patient is having pain while using the unit. The patient states she was in pain while using the device. The pain started the next day after she was fitted with the unit. The patient states she tried to get up and go to the bathroom and could not get her feet off the floor. The patient rated the pain as a 9 on a scale of 1 to 10, with 10 being the highest. She has not increased her daily activities and did not speak to her doctor about the pain. The patient is taking 10.325 hydrocodone for the pain. The patient states she had stopped wearing the unit and the pain went away. The patient was advised to conduct a time test, treat 1 hour per day for the first 3 days. If she does not experience any pain she should increase treatment time by hour each day after that. It was reported that no further information is available. The spinal pak device was not returned for evaluation.